Event description:
A trilogy ev300 ventilator reported to have failed active exhalation control module (aecm) solenoid verification testing. There was no patient involvement, and no injury or harm reported. The customer requested philips perform the device repair on site. The valve, proportional (aecm) and valve, three-way solenoid required replacement to address the reported solenoid verification test failure of the aecm. On-site service and repair were completed.